Manufacturer narrative:
The intra-op image shows the rod is engaged with both superior and inferior screws. The post-operative image confirms that the rod has translated inferiorly and is completely disengaged from the superior screw. A revision surgery occurred on (B)(6) 2022. Explants were returned for evaluation, but no failures were observed. The amount of translation in combination with the appearance of the implants indicates that the user likely failed to final tighten this side of the construct, allowing the rod to translate postoperatively.

Event description:
Patient underwent spinal surgery consisting of seaspine's mariner pedicle screw system on (B)(6) 2022. On (B)(6) 2022 it was identified that the s1 set screw loosened, causing the rod to disengage from the superior tulip head and slid inferiorly. Removal and re-instrumentation of the fixation occurred on (B)(6) 2022. Seaspine was made aware of this event on (B)(6) 2022. There were 2 screws and 1 rod p/n mm1-155040) involved in this single event. Lot numbers aw154138d/aw127247d.